Event description:
It was reported that the patient was experiencing an increase in seizures and was not feeling stimulation as strongly as before. The physician indicated the seizures may be due to generator end of service. However, when the patient went for replacement surgery, high impedance was found so both the lead and generator were replaced. It is currently unknown when the high impedance first occurred. Attempts for further information and product return have been unsuccessful to date.

Event description:
Analysis was completed on the returned devices. Analysis of the returned generator indicated the battery was partially depleted and ifi=yes. Analysis of the returned lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The reported devices were returned to the manufacturer and are currently undergoing analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.